Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Functional testing was performed for the low bg event and no failure was identified related to the reported issue. Additionally, based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was shattered. Reportedly, the customer did not know how the screen became shattered. Additionally, the pump was still functional. The customer also reported an inaccurate fill estimate. Reportedly, the cartridge was filled with over 400 units of insulin, and the insulin gauge remained static at 160 units. Reportedly, the customer's blood glucose (bg) level was 234 mg/dl. Several hours later, due to physical activity and hormones, the bg level declined to 44 mg/dl. The customer treated the low bg level by consuming food. Reportedly, the customer will continue using the pump for insulin therapy.